Event description:
It was reported that the procedure was to treat a 90% stenosed, left main artery, a moderately calcified proximal left anterior descending artery and a proximal circumflex artery. Pre-dilatation was performed four times including 2 inflations at 8 atmospheres and 2 inflations at 10 atmospheres with a 3.0 x 12 mm tenku balloon catheter. A fifth inflation was performed together with the same 3.0 x 12 mm tenku balloon catheter and a non-abbott balloon catheter for kissing balloon technique when the tenku balloon could not be inflated over 5 atmospheres and a balloon rupture was suspected. The balloon could not be deflated, so it was forced into the guiding catheter under negative pressure and removed. The procedure was completed with two non-abbott balloon catheters. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath was not tested due to the condition of the returned device. The reported resistance with the guiding catheter and balloon rupture were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, fielder, guide cath: seathless 7f spb35. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.